Event description:
Boston scientific received information that during implant procedure the pacemaker along with this right ventricular (rv) lead did not deliver required pacing and exhibited high pacing threshold measurements and high pacing lead impedance measurements greater than 2,000 ohms. Additionally, sensing issues were also observed. The physician was unable to find a location with good threshold and sensing and thus, elected to explant the lead. A new lead was implanted with success. Additional information from a local field representative indicated that the physician suspected that the lead might have caused a perforation, although not confirmed. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.